Event description:
Customer reported device = 325, 337, & 376 mg/dl. Doctor prescribed diabetes medication. Device = 337 mg/dl. Customer took 1/2 of medication at 7:30 am. At 9:30 am, customer had a cold sweat, was shaky, and weak. Device = 82 mg/dl. Customer ate a chocolate chip cookie and marshmallows. Controls were in range. A request was made for return product and replacement product was sent.